Event description:
Per (B)(6), hhrn (home health registered nurse) reporting when she turns on the pump, she gets error with long beep sound showing restoring data then system time out. She replaced the battery and tried multiple times but still did not work. Hhrn infusing pt today via gravity so, pt will not miss infusion. No further question for rph (registered pharmacist). Pt did not miss any doses, therapy was not interrupted, pt did not experience any adverse events, the device is available for return, the serial # (B)(6), and exp date: 02/13/26. Device replacement sent. Indication- common variable immunodeficiency with predominant abnormalities of b-cell numbers and function.